Manufacturer narrative:
G4: 06jan2020, b4: 10jan2020. There was no patient involvement. Field service engineer (fse) evaluated the unit. And confirmed the test lung pulsing in all setting of normal ventilation. The fse replaced the gas delivery system to resolve the issue. The unit passes all performance verification tests. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11may2020. B4: 12may2020. Gas delivery system (gds) manifold assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. The gds was then installed onto a test ventilator in an attempt to duplicate the reported issue. After testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13dec2019.

Event description:
The caller reports pulses of air on ventilation and high inspiratory pressure. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no report of harm to the patient or user. Philips customer support (cs) assisted with troubleshooting and noted the test lung was set up incorrectly. Cs advised customer to change the lung to rp 20 and the unit began to cycle correctly. Cs advised the customer to review the log for codes with 10xx or 11xx. No codes were noted. The customer cannot duplicate the report of pulses of air. Cs advised the customer to perform the performance verification testing (pct) to ensure operation.